Event description:
Admitted to hosp emergency room because of sudden loss of strength, lethargy, slurred speech, and muscle spasms (arms, legs and trunk). Rptr was turned over to family physician and has since developed symptoms at different times: blood sugar fluctuation, crushing fatigue, muscle weakness and numbness in arms and legs, muscle spasms and twitches, muscle and joint pain, word and memory loss, difficulty concentrating, breaking out in sores, night sweats/chills, fevers, lumps on right ankle and back of neck, nightmares, skin tenderness, eye problems (words sometimes jump up and down on page), swelling in hands and legs, pain in joints, headaches, nausea, swollen lymph nodes, breast pain, strange odor in urine, urinary tract infection, irritable bowel syndrome, allergies to medication that she used to be able to take, cold sores, athlete's foot, bruising without injury, overall weakness, no stamina, fibromyalgia, degenerative disc disease, shoulder, arm and hand weakness and pain, tingling in hands, arms, legs and face, hair loss, cold hands and feet, reluctance to have sex because of pain and fatigue, loss of desire to socialize, choking at night sometimes, sun sensitivity, have been unable to do any housework, or anything else physical, since august. Breast impants were removed 2/15/95 and found to be leaking.